Event description:
Boston scientific crm received information that the patient alleged this pacemaker lost six months of longevity in a six week timeframe. This device is part the low voltage capacitor advisory, and may have exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. The device was explanted and returned for testing in (B)(4) 2011. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device memory was reviewed and both accelerometer (xl) and minute ventilation (mv) weekly averages showed data which indicates that those features where on during implant life. Final evaluation confirmed the device was on track to exceed profile for normal battery depletion. This product issue will be re-evaluated if additional information is received.